Manufacturer narrative:
Customer's product has been requested back for investigation and a supplemental report will be sent once investigation is complete.

Event description:
A customer's friend reported the customer compared readings they received on their freestyle freedom lite blood glucose meter (349 mg/dl, 353 mg/dl, 469 mg/dl and 414 mg/dl) to readings received on a health care provider's meter (249 mg/dl, 253 mg/dl, 369 mg/dl and 314 mg/dl). The customer's friend additionally reported the customer experienced an adverse event, ("stopped breathing"), when they lost consciousness. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or permanent impairment associated with this event.

Event description:
An adc customer reported receiving a meter reading of 6.1mmol/l and stated they lost consciousness. Paramedics were called and an hcp meter reading of 1.9mmol/l was obtained at the scene. Customer was treated with glucose gel and no additional treatment was reported. The customer was not transported to a local health care facility and no diagnosis was reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
Evaluation results: the complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).